Event description:
Novoste b-rail inserted by the interventional cardiologist into circumflex artery for intra-coronary radiation therapy treatment. Radiation seeds would not deliver through catheter, catheter was removed and a second device used without issue.